Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it's likely the event was caused by user handling. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual). Care must be taken to avoid exceeding the minimum bend radius of fibers. Always check the laser aiming beam at the tip of the fiber before delivering high energies or damage to the endoscope may result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during a nephrolithotomy procedure the single-use micron thulium fiber laser (tfl) ¿broke inside the scope, the replacement fiber made a buzzing noise on activation¿. The intended procedure was completed with same set of equipment without delay. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.